Manufacturer narrative:
Filing correction report to correct field d6 implant date.

Event description:
It was reported that during a device replacement procedure after connecting the leads to the new pacemaker, the right atrial (ra) and right ventricular (rv) thresholds could not be measured automatically. Manual threshold measurements were taken, and thresholds were noted to be high. They attempted to obtain thresholds again when programmed to unipolar however, there was loss of capture in both the ra and rv. However, lead resistance measuring 300-400 ohms and there was no sign of a fracture. The patient was discharged from the hospital on the same day and the lead safety switch will be turned off. Technical services discussed possible tissue damage by electrocautery energy. The plan is to continue to monitor. At this time, the leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a device replacement procedure after connecting the leads to the new pacemaker, the right atrial (ra) and right ventricular (rv) thresholds could not be measured automatically. Manual threshold measurements were taken, and thresholds were noted to be high. They attempted to obtain thresholds again when programmed to unipolar however, there was loss of capture in both the ra and rv. However, lead resistance measuring 300-400 ohms and there was no sign of a fracture. The patient was discharged from the hospital on the same day and the lead safety switch will be turned off. Technical services discussed possible tissue damage by electrocautery energy. The plan is to continue to monitor. At this time, the leads remain in service. No adverse patient effects were reported.